Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms, and averaged 130-140 ohms over the past month. Rv coil to can was 170 ohms. Technical services (ts) discussed troubleshooting options and next steps, such as possible lead revision or programming to initial polarity/maximum energy shocks. No adverse patient effects or interventions were reported at this time.